Manufacturer narrative:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident it was 400 mg/dl. The customer declined troubleshooting for high blood glucose. The customer reported that infusion set cannula was crimped. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident it was 400 mg/dl. The customer declined troubleshooting for high blood glucose. The customer reported that infusion set cannula was crimped. The insulin pump will not be returned for analysis.